Event description:
(B)(4). Neck/spine pain, limbs tingling, joint pain, chest pain, dizzy, heart ruthenium, no energy, allergies, skin rashes, bled clots always bleeding, painful intercourse, pots, fibromyalgia, gleich syndrome, migraines.